Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent occlusion and cassette unlatch functional testing; no alarm sounded confirming the reported complaint. A faulty downstream sensor due to fluid ingression was noted. The problem source has been determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that incident occured during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump did not alarm when the cassette was removed. There was no reported adverse event.